Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that the replacement surgery was scheduled for 2018 (B)(6). It was clarified that the patient's hcp thought that their ins was not malfunctioning, and that the patient just wanted the convenience of the new system. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that the patient was in an unrelated car accident and that their replacement surgery was postponed. No further complications were reported.

Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 977c165, serial/lot #: va18378031, ubd: 24-jun-2020, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient's ins was taking a long time to charge and that they had to charge often. The cause of this issue was unknown. It was also reported that the patient was feeling pain/tenderness at their anchor site, and a pinching feeling at the center of their back near the midline incision. The patient's hcp was planning to replace the ins with a newer model to resolve the charging issue, at which time they would revise the anchor site. The patient was still awaiting authorization for the procedure and it had not been scheduled. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.